Event description:
The pt left a voice mail stating, "I'm having some gastro problems with it. I had it done in [date], but the last month and a half I've been suffering from abdonimal pain, vomiting, and diarrhea. My food's not being digested, and I had an endoscope, which seemed okay, but the esophagus seemed a little bit red, but the gastrologist seems tot think it's because of the band." F/u findings: further f/u from the pt, notes that the pt stated that the physician "went in" to fix the lap-band. The pt notes that the physician stated that there was "severe band slippage" and that it was the worst case the physician has ever seen. The pt also noted that the physician mentioned that the lap-band was almost down into the stomach and that the area around the port is swollen. F/u findings: per the allergan field rep, who is in progress of f/u, the reported implant surgeon does not use allergan products. It is not confirmed at this time that the reported surgeon is the implant physician, or if the device the pt has implanted is an allergan product. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product style and serial number. The info has not yet been received by allergan. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Band slippage is a surgical/physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of band slippage as follows: "band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain." Device labeling addresses the reported event of pain as follows: "there were add'l occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ..., abdominal pain, ... Chest pain, incision pain, ..., port site pain, ..."